Manufacturer narrative:
Information contained in this report was previously submitted through asr 829251 on 26/apr/2011 and asr 941081 submitted on 23/jan/2013 a review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "not enough milk production," "breast deformity/ptosis" this report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "not enough milk production." Healthcare professional reported right side "breast deformity/ptosis." Patient additionally reported offspring diagnosed with "autism;" this event is not related to the device. Device has been explanted.